Manufacturer narrative:
Evaluation of the transducer could confirm the articulation issue as described by the customer. Articulates front/back and left/right poorly. Does not tilt back very far, steering feels very loose, and rack actuator knobs feel loose. Also, excessive amount of free play when articulating tip front to back and also left to right to a lesser extent.

Event description:
A customer reported an x8-2t transducer would not articulate properly on an epiq cvx ultrasound system during use. The suspect transducer has been replaced to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t transducer would not articulate properly on an epiq cvx ultrasound system during use. The suspect transducer has been replaced to resolve this issue. There was no patient or user harm associated with this event.